Manufacturer narrative:
Reliability analysis inspected 3 opened/used sensors and found 1 of the 3 sensors broken with the broken part missing. It could not be confirmed if the customer received the damaged sensor in said condition due to the product being returned in opened/used condition. The other two sensors had no broken or missing parts.

Event description:
It was reported via phone call that the customer's sensors had an issue. No further information was given. The sensors were returned for analysis and replacements were shipped to the customer.